Manufacturer narrative:
It was noted by the hospital that the healthcare staff dropped the leg spar that was attached to the patient's leg.

Event description:
The technician went to abduct the patient's right leg in order to insert transfer board to assist with transferring the patient off the table. The staff member was holding the leg spar handle, unlocked the leg spar locking lever, and the leg spar handle slipped from his hand and the spar dropped to the ground. The patient suffered a hairline fracture of the greater trochanter on patient's right operative side.